Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller intraop replacing intellis with vanta because pt didn't like having to charge their ins. Hcp having difficulty getting lead into 0-7 header block. They also had some difficulty getting lead into 8-15 but this resolved after a little effort. They can get in almost all the way but the last 2 electrodes aren't lining up. They tried backing out lead and using sterile alcohol to lubricate but this didn't resolve issue. Caller says that lead doesn't appear out of round. (Hcp did have some difficulty taking leads out of the intellis but this resolved.) Caller noted that leads were shorter lengths so there wasn't a lot of extra length to work with. Tss reviewed use of sterile fluid to lubricate lead or trying to turn ins slightly to insert lead at different angle. Caller stepped away from call to share this with hcp. When caller came back on line, he says hcp was able to get lead into header block a little bit further after using some sterile fluid. They're working with perc leads so tss reviewed back up consideration to replace lead. Caller needed to go back into procedure so tss reviewed that theywould send follow up email. On 2021-nov-05 e1, (B)(4), session report (rep): additional information was received from the manufacturer representative (rep) reporting that the healthcare provider (hcp) was not able to connect all contacts (0-7 lead), numbers 6, 7 and 8 would not line-up. Electrodes 0, 6, 7, and 8 were showing greater than 40,000 ohms or high impedances, but others were in normal range. The rep indicated that they were able to program the patient after surgery and they had great coverage and their battery was working well. They were avoiding those contacts, but they were still able to get good therapy. The rep indicated that they were not sure of the cause of the difficulties disconnecting the leads from the old ins and connecting them to the new ins. It was noted that the healthcare provider (hcp) doing the procedure was new to implanting the manufacturer¿s scs system, but didn¿t know if that played a role in the lead insertion issue. They stated that the impedances were not normal before the case. It was difficult to remove the leads from the old battery and then difficult to insert them to the new battery. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977006, serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 977a260,serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.